Event description:
The patient reported that they had their implantable neurostimulator (ins) taken out on (B)(6) 2016, because the ins wasn't working anymore and they weren't getting any relief. They also mentioned that the ins battery was dead. The patient noted that the issue started sometime in 2015. The patient was implanted for radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.